Manufacturer narrative:
This report is submitted as a follow-up to correct previously reported information in the original submission. The correction is in field h8.

Event description:
It was reported that an ilet user experienced fluctuating blood glucose with prolonged hyperglycemia overnight followed by a drop to the 60s mg/dl, with recorded values ranging from 275 mg/dl to 65 mg/dl, and the cause was unclear. Symptoms included asymptomatic hyperglycemia and mild hypoglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of back-up therapy. Investigation included customer interview, review of device-generated reports, and troubleshooting and education. Investigation of this case revealed no device alarms or alerts and no specific device malfunction identified. It was concluded that the event was user-reported glycemic variability with unclear etiology and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.